Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to lead dislodgement. The dislodgement was due to patient the patient pulling the lead back and all slack was lost. No additional adverse patient effects were reported.